Event description:
The customer reported to vyaire medical that the vela ventilator was having a leak and was failing a leak test. The customer confirmed that there was no patient associated with the reported event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device/component was not returned for evaluation. Therefore, no root cause could be determined. However, the customer requested for a part number of the o-rings and flow sensor receptacle. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.